Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report for the extension. A follow-up report will be sent when analysis is completed.

Event description:
Received info stating that during implant after connecting the extension, impedances were checked and showed 5 out of 8 electrodes were > 40,000 ohms. They were re-connected 2-3 times, with the leads impedances were okay. So the hcp first changed out the extension and impedances were within normal. The extension was never implanted.